Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a johnson and johnson sales representative called to report an eye care provider¿s (ecp) patient (pt) went to the hospital while wearing the acuvue® vita¿ brand contact lenses (cl). On (B)(6) 2018, a call was placed to the ecp¿s office and a representative provided additional information: the representative reported the pt went the emergency room (ER) and was diagnosed with bacterial conjunctivitis and prescribed unspecified antibiotic eye drops. The pt began using cls again and reported ¿having problems¿. No further information was available at that time. On (B)(6) 2018, a fax was received from the ecp representative with the pt¿s discharge instructions from the ER: visit date: (B)(6) 2018 15:36; discharge date: (B)(6) 2018 16:16; the discharge instructions for the pt are noted for bacterial conjunctivitis; affected eye not specified; medication: polytrim 10,000 units-1mg/ml ophthalmic solution 1 drop in each affected eye 4 times a day for 10 days ¿ ¿indication: infection for the eye¿. On (B)(6) 2018, a call was placed to the ecp representative and additional information was provided: the representative reported that the pt tried to wear cls again after going to the ER and the pt¿s ¿eyes started to get red again¿. No further information was available at that time. On (B)(6) 2018, a call was placed to the ecp representative and additional information was provided: the representative reported that the pt has not returned to the ecp office yet and would call back once the pt returns to try to provide more information. Multiple attempts were made to the ecp representative for the suspect lot number, suspect product availability, and affected eye. It is unknown if the suspect product is available for return. No additional information has been received. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.